Manufacturer narrative:
Customer reported that a pyxis anesthesia es system had been experiencing bio ID scanner failure and constant blinking which resulted in user being unable to access device and created a delay in access to morphine pf for a patient in labor. The customer reported that a crna had to obtain the medication from another operating room. The patient experienced discomfort due to the delay in administering medication. This event is recorded on complaint number (B)(4). A field service technician evaluated the device and found that the bio ID was spoofing and needed replacing. Bio-ID was replaced, tested, and functioned as normal. No further issue was reported.

Event description:
Customer reported that a pyxis anesthesia es system had been experiencing bio ID scanner failure and constant blinking which resulted in user being unable to access device and created a delay in access to morphine pf for a patient in labor. The customer reported that a crna had to obtain the medication from another operating room. The patient experienced discomfort due to the delay in administering medication.